Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted, using a perclose proglide device with a 5f sheath, after a diagnostic left heart catheterization. After the device was inserted, there was slow flow coming from the marker lumen. The device was flushed. During the second attempt to reposition the device, the marker lumen flow was better. The deployment of the needles were attempted, but a cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided. Subsequently, a user facility medwatch report (B)(4) was received which stated "the perclose proglide was being used to close the puncture site. The cuff failed and the device could not be used. Apparently this is a known problem with this device and the manufacturer rep was present to observe. Manufacturer response for arterial access closure device, perclose proglide (per site reporter): this is a known problem that is being investigated. What was the original intended procedure left heart cath. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. Reportedly, there was slow flow coming from the marker lumen, and after flushing the flow improved but a cuff miss occurred. Both of the reported experiences may be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. The positioning of the device in the vessel, and/or vessel/tissue condition can influence the marking by causing blockage of the marker port during insertion. Slow flow during marking indicates an occlusion may be present in the device. The user did experience better marking when the device was flushed and re-inserted (re-position), indicating there may have been tissue interference, but this could not be confirmed. During manufacturing, marker lumen patency testing is performed. A cuff miss is consistent with a change in the angle or torque of the device during use and could translate to a change in needle path (trajectory) leading to the observations of this incident. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected. The amount of deflection will depend on the severity of the anatomical conditions. However, there was no reported observation of patient anomaly or no indication of any anatomical condition influence in this incident. During manufacturing, the needle trajectory of every device is verified and a sampling is destructively tested to verify the functionality of the device. The lot met all acceptance testing specifications. A review of the lot history records did not reveal any non-conformity materials records associated with this lot. A query of the complaint database was performed and there was no indication of a product quality deficiency. Based on the reported information and inspection criteria, a definitive cause for the reported low flow during marking and cuff miss could not be determined and there was no evidence of a product quality deficiency.